Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase. Which was suspected to be caused by calcification around the lead. The plan is continuing to be monitored. This ra remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).